Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility in the EU reported a 21-year-old female noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 had suction alarms with higher flows during patient support. The physician suspected thrombus in inlet area. Despite the alarms, the pump remained on for support for a total of 80 days, was weaned and explanted.

Manufacturer narrative:
The cause of the low flow was patient condition since right ventricle was weak and volume had to be given. This report is being filed as part of a retrospective review of historical records.